Manufacturer narrative:
Continuation of d10: product ID: 97745, lot# serial#: (B)(6), product type: programmer, patient product ID: 97745bp, lot# serial# (B)(6), product type: accessory section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #: (B)(6), UDI#: (B)(4); product ID: 97745bp, serial/lot #: (B)(6). H3: analysis of the 97745 programmer (s/n: (B)(6)) revealed that the complaint was unable to be verified. H3: analysis of the 97745bp battery pack (s/n: (B)(6)) revealed that the case was broken and the battery was scrapped. This regulatory report is being submitted as part of a retrospective review as part of a remediation plan 411 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was about a week and a half to 2 weeks ago the pt noticed the top arrow button on the controller felt stuck. Then 3 days ago the it took the pt 2 hours to charge their implant to 80% when normally it took them an hour to charge the implant. Then last night while charging the pt received a message to call medtronic for information but then the controller went blank and unresponsive. Pt called their manufacturer representative (rep) and the pt attempted to reset the controller 3 times but that did not resolve the issue. During call pt verified there was no damage to the ac power supply and no damage to the controller charging port. During call pt removed the controller battery and plugged the controller into the ac power supply, pt verified the controller would not turn on. Pt verified the green light on the ac power supply was on. Pt then inserted 2 aa batteries into the controller and the controller turned on. The issue was not resolved. Pt noted they charge every 2 or 3 days. It was later reported that they received the controller replacement however they did not receive a battery pack. It was reviewed to try to set up the controller replacement with their current li battery. When pt unplugged the cont roller from ac power, the controller powered off. Pt plugged the controller back into ac power and the green light on the controller was not flashing (screen powered on). Replacement controller that was returned with no complaints was analyzed and no problems was found.